Manufacturer narrative:
Upon receipt, the lead was found dissected. Two segments were received for analysis. 5 cm of the lead body is missing between both segments. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The analysis of the lead fragments demonstrated a damaged insulation at a distance of some 36 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device had a fracture so was explanted. The patient was downgraded to a crt-p so this lead was not replaced. There were no adverse patient events reported. Should additional information be received, this file will be updated.